Manufacturer narrative:
The product is not available for evaluation. The actual event date is unknown. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00179 and 3003742446-2011-00180. Information contained in a legal file indicated that a patient experienced a thrombotic event after having coronary artery stents implanted. The indication for the procedure was listed as an acute myocardial infarction. The patient's medical history is unknown as are the vessel/lesion characteristics. The patient had a cypher stent implanted in the right coronary artery and another cypher stent implanted in the left anterior descending artery during the procedure. The patient was prescribed plavix after the procedure. As reported in the legal file, the patient experienced a myocardial infarction and thrombosis at an unknown time after the stents were implanted and plavix had been discontinued. The sterile lot numbers for the devices is unknown therefore a device history report review could not be performed. Myocardial infarction and stent thrombosis are known potential adverse events associated with implanting coronary artery stents. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
As reported by the legal department, the patient experienced a myocardial infarction and thrombosis after an unknown period of time after cypher stent implantation. The target lesions were located in the right coronary artery (rca) and left anterior descending (lad) artery. The lesions were not "de novo lesions of 15mm to 30mm long in arteries that were 2.5mm to 3.5mm wide." After an unknown period of time after cypher stent implantation, the patient suffered a myocardial infarction (mi) and subsequent thrombosis at the site of the stents. Prior to the events, the patient's physician discontinued plavix therapy on the patient after three months . No further information was available.